Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as broken, red, and itchy. The patient reported using hydrocortisone cream and gold bond lotion. The patient consulted their doctor who did not make any recommendations for the skin irritation. There is no indication of medical intervention. Follow up was completed and the patient reported the skin irritation was unchanged.